Event description:
Pt alleges she had alot of problems, she found a lump when she was pregnant which was silicone and she has asthma. Pt also alleges her implant broke; therefore, she had removal and replacement.